Event description:
It was reported that the patient with this pacemaker experienced pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) discussed that rhythm appeared to be pacemaker driven and ended with algorithm appropriately. Moreover, tachy mode was off. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.